Manufacturer narrative:
E.1: initial reporter facility name: (B)(6) university. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 20 retained samples were functionally tested for draw volume and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one patient sample underfilled. No adverse impact was reported regarding the patient or user.